Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) /2012, inratio: 2.0, lab: 5.0. Testing performed 20 minutes apart. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.